Event description:
A report was received that during a scheduled lead pull, a trial patient was experiencing pain at the lead incision site. The physician determined that the site was red and infected. The patient's lead was explanted and the patient was administered oral antibiotics. The patient is reportedly doing well.

Event description:
A report was received that during a scheduled lead pull, a trial patient was experiencing pain at the lead incision site. The physician determined that the site was red and infected. The patient's lead was explanted and the patient was administered oral antibiotics. The patient is reportedly doing well.

Manufacturer narrative:
Additional information was received that the patient did not have an infection, but an irritation at the lead site. The patient was given oral antibiotics as prophylaxis. There was no discharge from the site. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.